Event description:
The customer observed a falsely elevated architect stat high sensitivity troponin-I result for one patient. Results were not reported to the medical provider. The following data was provided (customer¿s normal range is 0.030-0.118 ng/ml): (B)(6) 2025, sample ID (B)(6); 1st draw results= 0.013 ng/ml. (B)(6) 2025, sample ID (B)(6); 2nd draw results = 0.181, < 0.010 on this instrument & < 0.010 on (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
This report being send for additional information received on 09sep2025. The likely cause product has been changed from the architect i1000 analyzer, list number 01l86-40 to architect stat troponin-I, list number 02k41-27, lot number 36403un25. This issue was previously reported under MDR number 3016438761-2025-00504 under a different suspect device. Complete information for section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. The data and information provided by the customer were reviewed and supported the complaint issue. Sample preparation may have contributed to the customer¿s issue, as the repeat testing gave lower results, indicating a possible sample preparation or sample integrity issue. A ticket search for lot 36403un25 did not identify an increase in complaint activity related to the customer's issue. A review of ticket trending data for the architect stat troponin-I (ln 2k41) did not identify an increase in complaint activity related to the complaint issue. A device history record review was performed on lot 36403un25, which did not show any potential non-conformances, deviations, or non-conformances. The overall performance of architect stat troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 36403un25 are within the established limits. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 36403un25 was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitivity troponin-I result for one patient. Results were not reported to the medical provider. The following data was provided (customer¿s normal range is 0.030-0.118 ng/ml): on (B)(6) 2025, sample ID (B)(6); 1st draw results= 0.013 ng/ml on (B)(6) 2025, sample ID (B)(6); 2nd draw results = 0.181, < 0.010 on this instrument & < 0.010 on (B)(6). There was no impact to patient management reported.